Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the distal conductor was stretched and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred greater than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.